Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2018-04642.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown vanguard knee femoral, unknown vanguard tibial trays, unknown vanguard knee patella. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017- 10392, 0001825034-2017-10393.

Event description:
It was reported that the patient was hospitalized for five days to treat a blood clot after left knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: vanguard knee system cr femoral left, catalog#: 183026, lot#: j3755718, biomet knee system fixed cruciate tibial plate, catalog#: 141232, lot#: j3806309, vanguard knee system series a standard patella, catalog#: 184764, lot#: 478690. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.